Manufacturer narrative:
Upon evaluation by the field service representative, it was identified that this event was previously reported by the customer and this is a duplicate file. All information related to this incident was previously reported in report number 2021710-2016-03790, and any additional information received will be submitted in a follow-up within that report.

Manufacturer narrative:
(B)(4). The carefusion field service representative has been dispatched however they have not evaluated the unit yet. Upon completion of the evaluation a follow-up report will be submitted.

Event description:
The customer stated that this unit has a frozen touch screen. There was no patient involvement at the time of the incident.